Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump. No additional patient information was available. Reportedly, the transmitter was over 20 feet away from the pump at the time of the signal loss. The customer moved the pump within 20 feet of the transmitter and sensor glucose readings were displayed again.